Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Upon inspection of the surgeon side console (ssc), the p1 connector for the foot pedal cable was found partially disconnected and fse was able to duplicate error 42. The foot tray connection was found loose. To resolve the identified issue, fse properly reseated the p1 connection and the system powered on without further instances of error 42. All foot tray functions were tested using fe laptop applications. All functions were working correctly. The system was tested and verified as ready for use. Based on the information provided at this time, the decision tree was executed to indicate that this complaint is being classified as a reportable event due to the following conclusion: system unavailability after start of a surgical procedure (first port incision) could lead to the procedure to be converted/aborted. At this time, complaint investigation has been completed and this record will be closed. If additional information related to this complaint is obtained, the record will be reopened for further evaluation.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, the customer received non-recoverable error 42 when they sat down at the surgeon side console (ssc). It was reported that the customer tried re-starting the system. It was reported that the surgeon locked the brake on the ssc and got the 42 error. An intuitive surgical, inc. (Isi) technical support engineer (tse) instructed the customer to look for any damage to the footswitch and no apparent damage or hanging cables were found at the bottom of the ssc. It was reported that the customer pressed and depressed the ssc brake pedals multiple times. It was reported that the customer power cycled the system again with no change and got the same 42 error at startup. Isi followed up with the initial reporter and obtained the following additional information: the customer converted to laparoscopic surgery with no injury occurring to the patient. All troubleshooting attempts were exhausted prior to converting. No issues were noted during set up of the system. The system was inspected prior to use and no issues were noted. There were no issues with port placement. The patient was under anesthesia when the issue occurred.